Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain patient weight and complete event information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2020-48930, 1627487-2020-48931. It was reported that patient experienced ineffective therapy. As a result, surgery was undertaken to explant the entire scs system. Date of explant is unknown.